Event description:
It was reported that the implantable pulse generator (ipg) had burned the patient's skin. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred june 2024. Block d6b: explant date: (B)(6) 2024.